Event description:
A complaint report was submitted by the distributor (B)(4) regarding a cartridge alarm experienced by the customer during pumping in sweden on (B)(6) 2025. The customer received alarm 20, confirmed via pump history, and the pump required replacement as the alarm persisted after loading a second cartridge with proper technique. There was no reported impact to the customer¿s blood glucose level at the time. The technical support provided instructions for pump replacement under warranty, confirmed shipping details, and instructed the return of the problematic pump using a pre-paid label. The customer declined to share what type of backup therapy would be used to ensure insulin delivery was not interrupted.